Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; there are two sets of setscrew marks on the is-1 connector pin. One set of setscrew marks on the is-1 pin is too proximal which indicates the lead was not fully inserted into the device. Full lead analyzed. Evaluation summary: (B) (4) full lead.

Event description:
Oversensing was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.